Event description:
Ibc from pt. Pt pump was alarming. Pt switched pump while on phone. Old pump read "no disposable, clamp tubing error." Pt breathing normal, but requested nurse (B)(6) to f/u with her. Advised pt that typically one would ensure cassette properly inserted. Will send new pump since cassette had not been adjusted while it was alarming. Pt using back up pump. No other info provided. Dose or amount: 55ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah. The device error occurred while in use, it did not cause any harm to the pt. We're currently working on sending out a replacement.